Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. At the time of this report, the patient was awaiting treatment for the event. On an unreported date extraneal therapy was discontinued; however, dianeal therapies are currently ongoing. At the time of this report, the patient is recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.